Event description:
The customer reported an unspecified number of false negative results with the ID now covid-19 1.0 assay performed on an unknown date on an unknown sample type. Confirmation testing was performed via pcr (platform: genexpert) on an unknown date which produced a positive result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.b5: assay type corrected to ID now covid-19 1.0 assay

Event description:
The customer reported an unspecified number of false negative results with the ID now covid-19 2.0 assay performed on an unknown date on an unknown sample type. Confirmation testing was performed via pcr (platform: genexpert) on an unknown date which produced a positive result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.